Manufacturer narrative:
(B)(4). Evaluation: no iabp parts or recorder strips were returned for evaluation at the (B)(6). The specific serial number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "during transport the pump battery died" is not confirmed. The pump was checked by the biomed. It appeared that biomed did the repair. The root cause of the reported complaint is undetermined.

Event description:
It was reported that during transport from the cath lab to the cardiac thoracic unit (ctu) , while waiting at the elevator the battery "died". Upon arrival at the ctu the intra-aortic balloon pump (iabp) was plugged back in and resumed iabp therapy. There was a five minute delay in iabp therapy. There was no death, injury or complications reported. The pump was sent to biomed for a battery check.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that during transport from the cath lab to the cardiac thoracic unit (ctu) , while waiting at the elevator the battery "died". Upon arrival at the ctu the intra-aortic balloon pump (iabp) was plugged back in and resumed iabp therapy. There was a five minute delay in iabp therapy. There was no death, injury or complications reported. The pump was sent to biomed for a battery check.